Event description:
As reported, post implant of a 26mm s3 ultra valve in mitral mac position, the valve migrated atrial and severe pvl was noted. A decision was made to place a 2nd valve using the 1st valve as the marker. The valve was successfully implanted, and the patient was left with mild pvl. The patient was stable.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Update to h3, h6 (type of investigation, investigation findings and investigation conclusions) and h10 to reflect engineering investigation. The 26mm sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. During the manufacturing process, the entire device is visually inspected, and tests are performed throughout the process. In this case, there is no evidence to support a manufacturing design defect potentially contributed to the complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. The commander delivery system IFU and procedural training manual were reviewed for a procedure in the aortic position for relevant guidance for an s3u implant using a commander delivery system. The information reviewed is not relevant to this case. It should be noted that the thv was implanted in native mitral position for this case. The sapien 3 ultra (s3u) with the commander delivery system (ds) was indicated for native aortic valve, surgical and transcatheter bioprosthetic aortic valve, surgical bioprosthetic mitral valve and native mitral valve with an annuloplasty ring replacement only. This is an off label operation. Transcatheter valve replacement in native mitral position using the sapien 3 ultra (s3u) with the commander delivery system (ds) is not indicated for use in united states of america. The risk management file captures risks for indicated device use only. The review of the risk management file is complete, and no further action is required at this time, the complaint for thv migrated and paravalvular leak were unable to be confirmed due to unavailability of relevant imagery/medical report. A review of the DHR did not reveal any manufacturing non-conformances that could have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, '26mm s3 ultra valve was implanted in mitral mac and post implant the valve migrated atrial and severe pvl was noted. A decision was made to place a 2nd valve using the 1st valve as the marker. The valve was successfully implanted, and the patient was left with mild pvl'. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. In this procedure, the thv was implanted in native mitral valve, which is non-circular in shape. As the contact between the thv and the annulus is irregular, anchoring of thv to such landing zones would be inadequate. In combination with the forces acting on the valve, inadequate anchoring of the valve to the landing zone could lead to valve migration. In this case, the valve was migrated to atrial, and this factor could have compromised the seal provide by the pvl skirt between the valve and target site leading to pvl. In addition, the thv was implanted in native mitral valve, which is non-circular in shape. As the contact between the thv and the annulus is irregular, anchoring of thv to such landing zones would be inadequate. In combination with the forces acting on the valve, inadequate anchoring of the valve to the landing zone could lead to valve migration. As such, available information suggests procedural factors (thv migrated and off label operation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. No corrective or preventative action nor product risk assessment is required. H3 other text : valve remains implanted in the patient.